Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) .depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr resurfacing - left hip, reason(s) for revision: unknown. Bilateral: for right hip see com (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (expiration date). Asr revision not taken place. Asr resurfacing - left hip. Reason(s) for revision: unknown. Bilateral: for right hip see (B)(4). Update 30 nov. 2015: added patient name, initials. Gender and dob. Updated details of cup and head. Added stem and sleeve details. Taken from implant stickers ((B)(6) 2015). Update 25 jul 2017: updated revision date, surgeon's name, complainant information and file handler. Updated on 26 jul 2017. Update 31 jul 2017: asr revision. Asr xl acetabular system, left hip. Reason(s) for revision: unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.